Manufacturer narrative:
This report is being submitted to report additional information. One mount for an implant was reported and returned for investigation. Visual/physical evaluation of the as returned products identified signs of use but no apparent signs of malfunction ¿ the mount has disengaged from the implant. Therefore, the coob has been unconfirmed. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction has not occurred, and the reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that before placing the implant in the patient's mouth, the physician attempted to see if the fixture attachment screw would disengage from the implant body, but it was too tight and would not disengage. The doctor stopped using that implant and used a different product.